Manufacturer narrative:
New information was received. Event occurred before laser fired. Hence, not qualified for the reportable event. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that the tracking was lost before laser fired.

Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system displayed an "out of range" error message and infrared illumination did not exceed a certain value, preventing eye tracking. Restarting the system but did not resolve the issue. The patient flap was completed, but treatment could not continue due to the laser¿s inability to track the eye, patient eye side was unknown, during lasik surgery.

Manufacturer narrative:
Corrected UDI information provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in d.4. Unique device identification (UDI) number added. The manufacturer internal reference number is: (B)(4).